Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device reported was 6.0 inr. The lab result reported was 3.1 inr. The device was replaced and requested to be returned for evaluation.